Manufacturer narrative:
(B)(4). Investigation summary: observations and testing could not be performed in the absence of a sample. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of leakage with power injector with lot #9038938 regarding item #383517. Investigation conclusion: the defect leakage with power injector could not be refuted nor confirmed in the absence of a sample. Root cause description: the root cause cannot be determined for an unconfirmed defect. Rationale: customer complaint trends are evaluated on a monthly basis, however the need for a formal corrective action cannot be determined in the absence of the root cause.

Event description:
It was reported that bd nexiva¿ closed IV catheter system was damaged and leaked blood. This was discovered during use. The following information was provided by the initial reporter: the patient underwent enhancement examination on (B)(6) 2020, intravenously injected with contrast agent with indwelling needle. The indwelling needle joint was not firmed. Contrast agent extravasation. The patient's blood oozes from the interface.